Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined.

Event description:
It was reported to ventec that the that the device's lcd touchscreen was black. There was no patient involvement associated with the reported event.